Manufacturer narrative:
Continuation of d10: product ID: l-evolutfx-2329, (lot: 0012685677); product type: 0195-heart valves; implant date: na ; explant date: na, product ID: d-evolutfx-2329, (0012659427); product type: 0195-heart valves; implant date: na ; explant date: na, select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. A medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve replacement procedure (tavr), in a patient with a pre-existing right bundle branch block (rbbb), the valve was positioned 3 millimeters (mm) below the annulus; however, a left bundle branch block (lbbb) occurred causing a complete atrioventricular (av) block.

Manufacturer narrative:
Updated data: b5. Corrected data: d4. Full UDI was added. H6. Annex f health impact code f12 was omitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the complete heart block (chb) occurred during the implant of the valve, and a temporary pacemaker was placed.